Event description:
During the index procedure, the patient received one endeavor sprint drug-eluting stent to treat a lesion in the lad. Approximately 20 months post index, patient death occurred due to acute pulmonary edema. The investigator assessed that the event was not related to the study stent. The clinical events committee adjudicated that patient death was a cardiac death.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (pulmonary edema). Evaluation conclusions: inherent risk of procedure ¿ (pulmonary edema). (B)(4).

Manufacturer narrative:
(B)(4)